Event description:
The report rec'd from the study indicated that one-month after the index procedure, the pt experienced increased angina, dyspnea and an inflammatory process. The pt was hospitalized and was diagnosed with non-q wave myocardial infarction (mi) due to cardiac enzyme elevation the day after admission. The pt had one cypher select plus 3.5 x 13 mm stent implanted in the proximal circumflex during the index procedure. There was no reported evidence of stent thrombosis. No coronary angiography or re-intervention was conducted. The pt was discharged twelve days later.

Manufacturer narrative:
The indication for the index procedure was an acute non-st elevation myocardial infarction (nstemi) with onset of symptoms equal to or greater than twenty-four hrs and equal to or less than seventy-two hrs (=>24 hrs and <=72 hrs). The pt was reported to have three-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The pt's pre-procedure cardiac enzymes were elevated. The pt's left ventricular ejection fraction was greater than fifty percent (lvef>50%). The target lesion was the proximal circumflex. The lesion was reported to be : a diffuse (greater than 10 mm/>10 mm) in-stent restenosis (isr) of a previously implanted bare metal/driver stent, 3.5 mm vessel diameter, 11 mm length, a 90% stenosis, a bifurcation lesion, angulated (=>45 degrees and <90 degrees), moderately calcified, moderately tortuous, and type b2. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 12 atm. A cypher select plus 3.5 x 13 mm stent was electively implanted at 14 atm. The stent was post dilated with a 3.0 x 15 mm balloon at 12 atm using a kissing balloon technique (kbt) due to incomplete expansion. The residual stenosis was 5%. The flow pre and post-procedure was timi 3. A satisfactory result was obtained. Post-procedure cardiac enzymes were not reported. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The pt was discharged three days after the procedure. At the one-month f/u, the pt was asymptomatic and was continuing his medical regimen. At the six-month f/u, the pt was experiencing angina and reported the mi. Please note that device is distributed outside the united states, however, it is similar to the untied states prod. The prod is not available for eval and testing. A male from the registry experienced a myocardial infarction approx one month post cypher stent implantation. Past medical history includes previous pci, hypertension, hyperlipidaemia, smoking diabetes mellitus, myocardial infarction (mi), congestive heart failure (chf), peripheral vascular disease (pvd), cerebrovascular disease, and moderate to severe renal disease. This pt's history puts him at increased risk for mace. The charlson comorbidity index was 9. The indication for the procedure was a nstemi of more than 24 hrs and less than 72 hrs from the onset of pain to pci. The pt's emergent presentation with an ami puts him at increased risk for mace. Troponin levels were 3 times above the upper normal level pre-procedure. The pt was diagnosed with 3-vessel disease. Pci was performed in the proximal circumflex during the index procedure. A staged procedure was not planned. The lesion was a restenosis of a non-cordis bms implanted one month before. The lesion was classified as type b2, bifurcated, ostial, moderately calcified and moderately tortuous with 90% stenosis. The lesion was pre-dilated before the implantation of a 3.5 x 13 cypher select plus. Final kissing balloon technique was conducted. Timi iii flow was maintained. The residual diameter stenosis measured 5%. The pt was discharged four days later in stable condition. Medications at discharge included aspirin, clopidogrel, insulin, statins, ace inhibitors and beta blockers. Approx one-month post index procedure, the pt experienced chest pain and dyspnea. The pt was diagnosed with a non-q wave mi of undetermined location and inflammatory syndrome. Ck and ck-mb levels were normal but troponin levels were 5 times above the upper normal level. There was no evidence of stent thrombosis and no re-pci was conducted. The event was unlikely related to the study device and resolved without sequel after 12 days of hospitalization. The device remains implanted in the pt and is not available for inspection. Mfg record (DHR) review was conducted and the prod met quality requirements for prod acceptance per the applicable mfg quality plan. Based on the info provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The safety and effectiveness of this prod has not been established in pts with tortuous vessels that may impair stent placement in the region of the obstruction or proximal to the lesion. The undetermined location of the myocardial infarction suffered by the pt could also be related to other coronary arteries diagnosed with cardiovascular disease. The pt's serious medical history, existing 3-vessel cardiovascular disease, emergent presentation, critical vessel/lesion characteristics and procedural factors may have contributed to this pt's myocardial infarction. Please note that this is the initial/final report for this prod.